Event description:
The doctor reported the implant was removed due to loss of osseointegration approximately 2 years after implant placement. The bone quality was type ii. The oral hygiene around implant site was moderate. Periodontal disease and peri-implantitis were observed during the implant removal surgery. Bone augmentation material was used in implant placement surgery. The patient has since recovered.